Event description:
It was reported that there was a complex probe extraction with the lead. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).